Event description:
The advocate stated the customer ran a blood glucose test on the breeze2 meter and received a reading of 371. He was retested with the hospital meter and the reading was 179mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.